Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit displays proximal line disconnect then immediately switch to low tidal volume, cycling between the two failure indications. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
The customer indicated that they replaced the gas delivery system (gds) and it correct the reported issue. The gds manifold assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gds manifold assembly revealed some dust but there were no signs of damage or contamination. The gds manifold assembly was installed in the fi test ventilator. An operational test was performed in normal mode, the ventilator start up and did not deliver breaths. Ventilator alarms approximately 20 seconds with displayed low leak-co2 rebreathing risk and high tidal volume. Air flow accuracy test performed and results out of specifications. Ventilator delivered air flow is high. Fi technician identified that the air flow sensor u1 is most likely the cause of the failure. Fi technician replaced u1 and eeprom u2 that contains the sensor calibration data; reinstalled to fi ventilator and retested. The ventilator passed air flow accuracy test and passed without errors generated. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to the air flow sensor u1 is out of specifications. The customer indicated that they do not have patient's information due to hippa laws. .